Event description:
It was reported that the patient experienced an arrhythmic/electrical storm and was externally defibrillated. The stabilization interval on the device was adjusted and it remains in use. It was further reported that during the arrhythmic/electrical storm, a lead failure alert was triggered on the right ventricular (rv) lead for non-sustained tachycardia episodes and short interval counts (sic). The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.